Event description:
It was reported that an error was received "accompanied by the c-arm lowering it to the limit of machinery." No injury reported. A field engineer was dispatched to the site and determined the left and right gantry footswitches needed to be replaced. Once this was completed the system was working as intended.